Manufacturer narrative:
The customer's meter has been requested for investigation and a report will be submitted once results are available. A replacement meter has been sent to customer. Due to the nature of the medical event, a report is being filed.

Event description:
Customer reported receiving an error message on her precision xtra blood glucose monitor and began to experience symptoms of "nausea, lightheadedness, fatigue, malaise and frequent urination." She also complained of "thirst, dry mouth and swollen throat." She states she passed out and woke up on her own in her home. She did not seek third-party medical intervention because she was "afraid to go to the doctor because (she) has no insurance." The customer reports self-treating with sweet tea and a cough drop. There was no report of death or mistreatment associated with this event.